Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that higher than expected capture thresholds were observed at a post-implant device check. Lead repositioning was performed on (B)(6) 2017, while lead would allow retraction the subsequent re-deployment of the lead was not possible as they helix would not subsequently extend. A new lead was placed and patient left the procedure in good condition.